Event description:
Meter name: one touch ii and one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A pt reported they were unable to test. Their meter allegedly would only prompt not ok. The result on their meter was: unable to test. No comparisons reported. Treatement was: none reported. No further info has been reported.